Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, no specific patient information provided.

Event description:
It was reported that the extension set leaked at the "blue connector." The event occurred in the nicu during patient use. There was no clinician or patient harm.